Event description:
Burn blisters [burns second degree], dealing with crazy pain [pain], can't sleep [insomnia]. Case description: this is a spontaneous report from a contactable consumer. A consumer of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the consumer experienced dealing with crazy pain, burn blisters and can't sleep for days now after using heatwrap for two hours. The action taken in response to the event for thermacare heatwrap was unk. The outcome of the events was not recovered. Additional info has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the info provided, the event burn blister, pain with insomnia as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.